Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer did not receive audible alerts as intended. It was also reported that the pump time was incorrect, cause was unknown. Tandem technical support assisted customer in correcting pump time, and customer resumed insulin therapy. Customer's blood glucose was 84-85 mg/dl.